Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: device report from colombia reports an event as follows: it was reported that on (B)(6) 2020 that initial implant procedure, the cannulated conical screw was placed in the proximal part of the femur, which remains intra-articular and cannot be extracted because the screw resection is isolated or rolled. There was a surgical delay of one (1) hour. Concomitant product: one (1) cannscr ø5 l80 sst. This report is for one (1) 5.0mm cannulated conical screw 80mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a synthes employee. Manufacturing location: (B)(4). Manufacturing date: 10-jun-2019. Part number: 02.205.280, 5.0mm cannulated conical screw 80mm. Lot number: 3l38033 (non-sterile). Lot quantity: (B)(4). Two pieces were scrapped in cell for a hex size dimensional failure. Seventeen pieces were scrapped in cell after a machine malfunction. Production order traveler met all inspection acceptance criteria apart from the nineteen pieces noted. Inspection sheet, inspect turn/wobble broach/inspect gun drill/inspect mill threads/inspect grind flutes/final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed, and determined to be conforming. Packaging bom was reviewed, and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 11222, 316l**ri8.50; lot number: h728605; lot quantity: (B)(4). Certificate of tests supplied by (B)(4) dated 20-aug-2018 was reviewed, and determined to be conforming. Lot summary report dated 31-aug-2018 met all inspection acceptance criteria. Raw material receiving/put away checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective, and preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the cannulated conical screw was placed in the proximal part of the femur, which remains intra-articular, and cannot be extracted because the screw resection is isolated or rolled. There was a surgical delay of one (1) hour. This report is for one (1) 5.0mm cannulated conical screw 80mm. This is report 1 of 1 for (B)(4).